Event description:
"June 25, 2022, march 23, 2022 to (B)(6); may 30, 2022 to FDA"; due to the philips CPAP recall, I was left with two options: continue to use my CPAP nightly, and inhale cancerous fibers, or not use the recalled CPAP nightly and risk a heart attack. I decided to order a new CPAP. I went through my insurance and insured a bill of "639.58" out of my pocket after the insurance deductibles. I expect philips to reimburse me "639" days with full payment. I am left with no choice but to join in the class cation lawsuit and contact the (B)(6)state "law" product litigation dept.